Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 3000 mcg/ml at a dose rate of 160 mcg/day rate via an implantable pump. It was reported that the event was regarding a paediatric pump. A pump refill occurred last in december. The baclofen concentration was changed from 2000 mcg/ml to 3000 mcg/ml, and the flow rate from 145 mcg/day to 160 mcg/day. The patient was admitted to the hospital on (B)(6) 2022. The patient attended the hospital with a loss of muscle tone noted as likely symptoms of overdose. Diagnostic tests/troubleshooting performed included the pump reservoir havingbeen aspirated. A discrepancy in the expected pump reservoir volume was indicated. The specific volumes were not specified. It was further indicated that when the patient was admitted to the hospital, the volume in the reservoir was checked and was without noticing important discrepancy between the retrieved pump reservoir volume and the expected volume. Temporarily stopping the pump was being considered. Performing a dye study was being considered. Factors that may have led or contributed to the issue were unknown. It was unknown if the issue was resolved as of (B)(6) 2022. The patient was with injury regarding their status as of (B)(6) 2022. The pump was now set to a minimum dose rate. No surgical intervention occurr ed and it was unknown if surgical intervention was planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative on 2022-mar-31. The pump was implanted on (B)(6) 2019. The patient¿s age at the time of the event was 14 years and 2 months. It was clarified that the patient had been seen on (B)(6) 2022 and was admitted on (B)(6) 2022. Regarding diagnosis, ¿hsp¿ (hereditary spastic paraplegia) was indicated.